Event description:
It was reported that during a laminectomy, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and an evaluation was conducted. The device warmed up, however did not exceed acceptable temperature limits per the quality inspection criteria. Preventative maintenance was performed, and the device was returned to the user facility.